Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (6/20/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 5/24/2013 with the following findings: the meter has passed testing with no faults found. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.